Event description:
Pt reported that in 2006, he started feeling sick to his stomach. He stated that he started to vomit and it continued over a 24 hour period. He then went to the hosp where blood lab worked showed that he was in a diabetic ketoacidosis and his blood glucose level was at 900 mg/dl. The pt was placed on an insulin drip and removed from his device. The pt stated that he feels that the inaccurate delivery of his device caused him to become ill. The pt was not changing his infusion tubing and adapter per manufacturing recommendations. He was advised to change his tubing every 6 days instead of every 7 days. He also does not allow his insulin to warm to room temperature. The device has been requested to be returned for eval.